Event description:
The manufacturer received info alleging a ventilator's remote alarm/nurse call connector was broken. The device was not in use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's interface board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.